Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers required retractor band, inseparable latch and slide bumper replacement. A field service engineer replaced retractor band on main half height drawer 4.2, realigned ball bearings on slide rails, replaced inseparable latch for full height drawer 2, realigned ball bearings on slide rails and installed new slide bumper for half height drawer 3.1, installed new front slide bumper for half height 5.1, replaced inseparable latch in full height drawer 6. Fse initiated final test via hardware test application where it passed and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.